Event description:
During anterior cervical diskectomy of c5-6, c6-7 the tip came off of the black nerve hook. The surgeon visualized, using the neuromicroscope, the tip being vacuumed out of the field. An x-ray was taken of the area involved with no abnormalities noted. Pt discharged home without complications.